Manufacturer narrative:
Product complaint # (B)(4). Visual examination revealed that the hex lobes of the tightener¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of the tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the tightener was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing final tightening on his expedium construct and he noticed that one of the torque drive shafts was stripped at the distal end tip. He simply used the other torque drive shaft from the set to complete his case. No delay was obtained and the patient was not affected by this, therefore no patient information was obtained. I have no further details to add. This item will be returned on puro tracking: (B)(4). Customer reference/po/service: (B)(4), was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study: no. This complaint involves one (1) device.